Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb had failed, resulting in the no flow in alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was left on their desk with no information about it. When the pump was returned to mmdg it was found that the pump "no flow in" alarm was not operating correctly. [(B)(4)].